Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt smelled insulin inside her pump for several weeks. She also reported her insulin usage increased during the same time period in order to maintain usual blood glucose (bg) range. The pt reported that her highest bg reading was 150 mg/dl.